Manufacturer narrative:
Event description: it was reported on 05/21/2020 of an incident involving a ncompass nitinol tipless stone extractor. The basket of the device reportedly would not open during a retrograde intrarenal surgery (rirs) procedure on 05/21/2020. Another device was used to complete the procedure. Further communication with the user facility clarified that the device was tested before use and was found to be functional. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle in the open position. The basket formation was in the closed position with 3mm protruding from the distal end of the basket sheath. The support sheath and the basket sheath were detached. Glue was visible on the basket sheath. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath and support sheath were found to be separated. Glue residue on the basket sheath indicates the device was properly assembled. The provided information stated the device was tested before use and was found to be functional. It is possible that the device was damaged during use due to procedural factors such as the size, shape, or location of the stones, user technique, or interaction with another device such as the scope. There is no information provided related to procedural issues, therefore the definitive cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to the start of retrograde intrarenal surgery (rirs) the ncompass nitinol tipless stone extractor was tested and found to be functional. During the procedure, the basket could not be opened. A new device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.